Manufacturer narrative:
The customer¿s report that the tubing sets separated during use was confirmed. The customer also reported that the pump alarmed for air-in-line could not be determined due to the separations. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the silicone segment was completely separated from the upper fitment¿s outlet port. Further visual inspection of separated silicone segment ends, observed o-ring indentations on the silicone segment of each set. The indentations did not show that the ring retainer was misaligned along the silicone tubing, indicating that it had been correctly assembled onto the sets. The ring retainers were not received with the sets. No damages or other anomalies were observed on the upper or lower fitments. Functional testing was deemed unnecessary for pump alarm issues due to the separations and obvious leaking that would occur. Dimensional analysis was performed on the upper fitments and the silicone segments measured to be within the required specification(s). The root cause of the separation was not determined. However, it is possible that the silicone was stretched at some point during use beyond the retention specification between the silicone segments and the sets¿ upper fitments during use.

Event description:
It was reported from the critical care unit the tubing sets separated during use while attached to a patient. It was further confirmed during follow up that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the critical care unit the tubing sets separated during use while attached to a patient. There is no indication of adverse affects.